Event description:
The customer reported that the monitor was off. The field engineer noted that the system would not display an image on the left monitor. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the ipc 1000 board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.